Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-04230; 1627487-2019-04231. It was reported that patient experienced ineffective coverage of pain relief. To address the issue patient underwent surgical intervention of scs system explant .